Event description:
Complainant alleged that during functional testing, the associated defibrillator was unable to obtain an ECG signal with these electrodes attached. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.